Event description:
A nurse initially reported a pt with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery. In follow up, the surgeon stated he does not believe this event was tass and the pt's symptoms resolved with the use of steroid drops. Add'l info has been requested; however, the surgeon is unwilling to provide any add'l info.

Manufacturer narrative:
The product has not been received for eval. Product history records could not be reviewed because the reporter did not provide a serial number or any identification traceable to the mfg documentation. Add'l info was requested by phone and mail on 7/29/2011 and 08/05/2011. The surgeon stated he will not be providing any add'l info. (B)(4).